Manufacturer narrative:
Premarket submission number not available/not released. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. An image of the broken device was provided by the physician which confirmed that the device was broken in pieces. Based on the image hologic is unable to traced the possible root cause specifically.

Event description:
It was reported that on (B)(6) 2024, a localizer tag was placed inside the breast and the localizer tag was giving off weird readings from the beginning and seemed erratic during the case. When the specimen was removed and the tag was x-rayed the tag looked smashed. When pathology removed the tag the metal part was broken in half. All tag was removed from the patient. No additional information available.

Manufacturer narrative:
Visual inspection was conducted, we only received the tag, and it was completely broken. Functional testing was conducted, the loop probe did not read the tag. Hence, the complaint can be confirmed. This observation will be monitored and trended.